Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. 50705834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergoes essure confirmation test". The patient's concurrent conditions included diabetes, sciatica, thrombosis nos and follicular cyst of ovary. Concomitant products included metformin and sitagliptin phosphate (januvia) for type 2 diabetes mellitus as well as ertugliflozin pidolate (steglatro) since (B)(6)2018, fluoxetine since (B)(6)2018, gemfibrozil since (B)(6)2018 and metformin hydrochloride;sitagliptin phosphate monohydrate (janumet) since (B)(6)2018. On (B)(6)2013, the patient had essure inserted. On (B)(6)2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia)"), 5 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), skin disorder ("skin condition"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraine\ migraine\headaches"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), nervous system disorder ("nuero condit/prob"), fibromyalgia ("fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), mood swings ("mood swings"), abdominal distension ("bloating"), paraesthesia ("tingling in both legs"), constipation ("constipation"), pain in extremity ("leg pain"), arthralgia ("hip pain") and abdominal pain lower ("lower stomach pain") and was found to have blood glucose increased ("blood sugar too high") and weight decreased ("weight loss"). The patient was treated with surgery (scheduled for a total laparoscopic hysterectomy and removal of essure). At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, rash, skin disorder, anxiety, vaginal discharge, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, migraine, nausea, alopecia, fibromyalgia, vaginal haemorrhage, depression, feeling abnormal, memory impairment, mood swings, weight decreased, abdominal distension, paraesthesia, constipation, pain in extremity, arthralgia and abdominal pain lower had not resolved and the abdominal pain, headache, nervous system disorder and blood glucose increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, bladder disorder, blood glucose increased, constipation, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, headache, memory impairment, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pain in extremity, paraesthesia, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: patient is scheduled for a total laparoscopic hysterectomy and removal of her essure on (B)(6)2018. Diagnosis: surgery postponed due to elevated blood glucose. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2018: impression: bilateral tubal occlusion devices noted. Otherwise, unremarkable pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: anxiety, depression, dysmenorrhea, dyspareunia, chronic pelvic pain, heavy menstrual bleeding and elevated blood glucose. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. 50705834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergoes essure confirmation test". The patient's concurrent conditions included diabetes, sciatica, thrombosis nos and follicular cyst of ovary. Concomitant products included metformin and sitagliptin phosphate (januvia) for type 2 diabetes mellitus as well as ertugliflozin pidolate (steglatro) since (B)(6) 2018, fluoxetine since (B)(6) 2018, gemfibrozil since (B)(6) 2018 and metformin hydrochloride;sitagliptin phosphate monohydrate (janumet) since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding (menorrhagia)"), 5 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), skin disorder ("skin condition"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraine\ migraine\headaches"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), nervous system disorder ("nuero condit/prob"), fibromyalgia ("fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), mood swings ("mood swings"), abdominal distension ("bloating"), paraesthesia ("tingling in both legs"), constipation ("constipation"), pain in extremity ("leg pain"), arthralgia ("hip pain") and abdominal pain lower ("lower stomach pain") and was found to have blood glucose increased ("blood sugar too high") and weight decreased ("weight loss"). The patient was treated with surgery (scheduled for a total laparoscopic hysterectomy and removal of essure). At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, rash, skin disorder, anxiety, vaginal discharge, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, migraine, nausea, alopecia, fibromyalgia, vaginal haemorrhage, depression, feeling abnormal, memory impairment, mood swings, weight decreased, abdominal distension, paraesthesia, constipation, pain in extremity, arthralgia and abdominal pain lower had not resolved and the abdominal pain, headache, nervous system disorder and blood glucose increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, bladder disorder, blood glucose increased, constipation, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, headache, memory impairment, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pain in extremity, paraesthesia, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: patient is scheduled for a total laparoscopic hysterectomy and removal of her essure on (B)(6) 2018. Diagnosis: surgery postponed due to elevated blood glucose diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2018: impression: bilateral tubal occlusion devices noted. Otherwise, unremarkable pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: anxiety, depression, dysmenorrhea, dyspareunia, chronic pelvic pain, heavy menstrual bleeding and elevated blood glucose. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: lot no. Was added. Reporters were added. Patient's demographic was added. New events- depression, vaginal hemorrhage, brain fog, forgetfulness, mood swings, weight loss, bloating, constipation, tingling in both legs, legs pain, hip pain, lower stomach pain were added & one event was updated from psych injury to anxiety. Concomitant drugs & conditions were added. Outcomes were added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.